Event description:
The manufacturer received information alleging a device did not meet acceptance criteria of evaluation process for multiple conditions. There was no harm or injury reported. The device powered on and operated with error codes e-110, e-165, e-193, e-194, e-290 and e-291. In addition, following issues were confirmed during the evaluation, missing rubber feet, front, rear and bottom enclosure damage. The detachable battery pack and internal battery pack were both replaced. The customer requested that no repairs be made to the device.   The inlet air path assembly and removable air path foam was replaced per remediation.